Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not completed as returns were not available. The ticket search indicates that the product performs as expected. A review of tracking and trending did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Review of product labeling found adequate information regarding the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one patient. (B)(6) 2024 initial result sodium result 114 mmol /l (normal range 135 ¿ 145 mmol/l), retested on (B)(6) 2024 and the sodium result was 135 mmol/l. The patient went to another clinic and the sodium result was 137 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one patient. (B)(6) 2024 initial result sodium result 114 mmol /l (normal range 135 ¿ 145 mmol/l), retested on (B)(6) 2024 and the sodium result was 135 mmol/l. The patient went to another clinic and the sodium result was 137 mmol/l. No impact to patient management was reported.